Event description:
It was reported that a year prior to the report the patient was found to have high impedances on several electrodes. He was reprogrammed and good coverage of the painful area was obtained. The patient came in the day of the report for a battery change and possible lead revision. He still had at least 60% pain relief with stimulation but wanted to see if it could be improved by fixing whatever was causing the high impedances. In pre-op. Most impedances were high, but impedances for electrodes 8, 11, 12, 13, and 14 were all over 10000. In the operating room the lead was disconnected from the extensions. The lead was connected to a multi-lead trialing cable and impedances were checked again. This time it showed a short circuit and impedances were as follows: electrode 1: 6004, electrode 2: 71, electrode 3: less than 50, electrode 4: 67, electrode 5: less than 50, electrode 6: less than 50, electrode 7: 74. Electrodes 8-15 were all 400-500. The left and the right arms of the lead were probably switched after disconnecting the lead from the extension. The doctor said that the lead looked like it had been burned, and would be returned for analysis when it was released by pathology. The lead and the battery were replaced. Extensions were not used. Impedances were normal. The patient had great coverage and was very happy. He said stimulation was better than it had been after the initial implant. It was later noted that the old lead was never registered and the manufacturer¿s representative (rep) didn¿t know the serial number. It was noted the new lead was registered. When the rep. Met with the patient on (B)(6) for his post-operative appointment he was doing very well. He reported significant pain relief and much better coverage than he ever remembered.

Manufacturer narrative:
Concomitant medical products: product ID 39565, serial# unknown, explanted: (B)(6) 2015, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 39565, serial# unknown, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 39565, explanted: (B)(6) 2015, product type: lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 39565, explanted: (B)(6) 2015, product type: lead. Product ID 3550-39, product type: accessory. Product ID 3550-39, product type: accessory. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension. Analysis of the extension, serial # (B)(4) determined that the distal end conductor was broken up to the transition point. It #0-4 wires were broken at the #5 balseal connector. Analysis of the lead, lot # unknown, determined that the conductor was broken within 10 cm of the connector area. Conductor #8 was broken on the 8-15 leg, 3.1 cm from the proximal end. All of the wires were broken on the 0-7 leg, 2.6 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.